Event description:
The customer used the suspect device to check their blood glucose. They obtained a result of 535 mg/dl. They dosed insulin and then their glucose dropped to 22 mg/dl. Family member called the paramedics and they treated pt at home to increase their glucose. The 22 mg/dl result was on the emergency medical technician equipment. Controls were not used on the suspect device. The device was replaced and requested to be returned for evaluation.